Event description:
The user facility reported breakage with the finecross mg. Right coronary severe stenosis and extremely tortuous and calcified. After guidewire crossed the lesion, the finecross was inserted and stuck in the lesion. Radiopaque marker was found dislodged at the stenosis when pulled back the finecross. Maker can be identified under fluoroscopy. The operator attempted to remove the marker; however, it did not work. The guidewire was retrieved, and the operation was finished. The marker remained in the patient and no further treatment is planned to remove it at present. The patient will be kept observation. The patient was stable now. The distal end was fractured, and it was confirmed that the fractured piece remained in the patient. The procedure outcome was not reported.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: date of birth: requested, unknown. A3b: gender: requested, not provided. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. The actual sample was discarded by the involved facility. Due to the unavailability of the actual sample, the following investigation was conducted. Photos provided: the provided photos indicate that the actual sample was inserted into the patient using a guidewire. It was observed that the radiopaque marker broke off and remained in the patient's body. No anomalies were found in the manufacturing record and the shipping inspection record of the lot in question. There were no anomalies or equipment issues confirmed in the adjacent lots. Analysis of the trend in the tensile strength of the distal end section, which is tested during shipping inspection, revealed no discernible difference between the lot in question and the adjacent lots. No similar reports from other facilities were found in the past complaint file. Based on the investigation results, the following factors were inferred as possible causes of the complaint. However, since the actual sample was not returned and could not be analyzed, the exact cause of the issue could not be determined. The distal end of the actual sample may have been trapped by a factor such as a highly calcified lesion. The actual sample, in the aforementioned state, may have been subjected to excessive load (e.g., tensile load), resulting in the breakage at the involved site. Relevant instructions for use (IFU) reference: "carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product.". "Remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.